Event description:
The employee was awaiting a return to work date from doctor. Hospital was contacted for follow-up information, but none was provided.

Event description:
The facility director of safety reported that an employee who refused to wear ppe had aborted a system 1 processor cycle, opened the processor, and pulled the aspirator probe out of the steris 20 sterilant concentrate (s20) cup, resulting in liquid in the aspirator splashing into her eyes. The employee was given antibiotics and eye drops to use for a possible corneal burn. Follow-up with the employee several months later found no continuing treatment was required nor was there any lasting effect resulting from this exposure.

Manufacturer narrative:
A steris service technician inspected the processor and its aspirator and found that they were functioning correctly. The technician found that the system 1 processor was being used to dispose of expired s20 and the employee may have aborted the cycle prior to completion in order to finish more quickly. Two in-service refresher training sessions were provided to the user facility department personnel, including demonstration of the correct procedure for sterilant disposal and the use of appropriate personal protective equipment. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury due to the language regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore, this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.